Event description:
The pt underwent an interventional procedure. The cardiologist attempted arteriotomy closure using a techstar xl 6fr device. Good marking was confirmed before deployment. Significant resistance to deployment was encountered. After pulling the ring half way, back down was attempted. The pull ring backed down, but the device could not be extracted. The "dermatotomy" was enlarged and it was discovered that the device had twisted and one needle had missed the barrel and had not backed down. The missed needle was removed, the device extracted and closure was acheived using manual compression. The pt recovered without incident.